Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth. Evaluation summary: the analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received unfired. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the stapes as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, "the device failed to fire appropriately." There was no other information available. Another device was used to complete the procedure. There were no adverse consequence to the patient.